Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no additional findings. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure due to wear and tear. Based on historical data, possible causes include damage or deterioration of parts due to wear and tear, without any design or manufacturing issue [and/or vapor penetration or ingress of fluids due to air-tightness breakdown]. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a slit in the cord, during an unspecified procedure. There were no reports of patient harm.